Manufacturer narrative:
UDI and catalog information are unknown. Operator of device is unknown. Premarket (510k) number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 2 cassettes were mixed and the device exhibited a no disposable alarm. The cassette would not work on either pump. No patient injury was reported